Manufacturer narrative:
Serial number has been updated. It has been confirmed that instead of one sample, there were actually two samples from the same patient tested on (B)(6) 2016. Both samples had erroneous results for ise sodium when compared to the repeat result from the dimension exl with lm analyzer. The two samples also had erroneous thb results when the cobas b 123 measurements from each sample were compared to each other. The first sample resulted as 122.713 mmol/l accompanied by a data flag for ise sodium and 9.732 g/dl accompanied by a data flag for thb when tested on the cobas b 123 analyzer on (B)(6) 2016. This sample was tested with sensor cartridge lot number 21560781 when tested on the cobas b 123 analyzer. The sample was repeated on a dimension exl with lm analyzer, resulting as 130 mmol/l. The second sample resulted as 124.782 mmol/l accompanied by a data flag for ise sodium and 11.854 g/dl for thb when tested on the cobas b 123 analyzer on (B)(6) 2016. This sample was tested with sensor cartridge lot number 21560981 when tested on the cobas b 123 analyzer. The sample was repeated on a dimension exl with lm analyzer, resulting as 131 mmol/l. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ion selective electrode (ise) sodium on a cobas b 123 analyzer. The sample resulted as 120 mmol/l when tested on the cobas b 123 analyzer and this value was reported outside of the laboratory. The sample was repeated on a dimension exl with lm analyzer where it resulted as 130 mmol/l. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The ise sodium electrode lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
According to the customer, the thb deviations were within the expected measurement results. The thb values matched the patient's condition and status. The patient received a lot of infusions and this was said to explain the deviation for thb. Furthermore, a compared measurement with the laboratory instrument showed comparable measurement results for thb. Based on investigations of the alleged ise sodium issue, the cobas b 123 analyzer and sensors worked correctly and the measurement results of the same patient were consistent. The bias between the cobas b 123 analyzer ise sodium measurement and the dimension exl with lm analyzer ise sodium measurement is due to different reference methods used. It is suggested for the customer to apply correlation factors on the cobas b 123 analyzer and to check the measurement accuracy of the dimension exl with lm analyzer. After applying correlation factors on the cobas b 123 analyzer, the difference between the re-calculated value and the dimension exl with lm analyzer value is less than 5 mmol/l. The investigation showed no indication for a quality issue of the instrument or sensor cartridge.